Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on available programmed parameters, a longevity calculation found the battery voltage to be lower than expected. The device tested normal throughout bench and automated testing. No high current drain sources were found. The current drain was normal throughout testing. The cause of the premature battery depletion was undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was at eri less than two years post implant. The patient had not received any therapy from the device. Device explant was scheduled.